Event description:
Facility technician reported the bm 11a dialysis device removed more weight than intended during a patient treatment. The machine was programmed to remove approximately 0.335 kgs ultrafiltrate by the second hour of treatment. However, 1.5 kgs was actually removed. There was no patient injury or medical intervention associated with this incident per technician.